Manufacturer narrative:
Patient weight unavailable. Device lot number, expiration date unavailable. Manufacture date unavailable.

Event description:
Lead extraction procedure involving ra, rv and lv leads. Rv lead was extracted without problem using a 16f glidelight and lld. During the ra extraction, patient's blood pressure dropped. Rescue efforts commenced immediately including sternotomy. Injuries discovered in svc and on roof of atrium. Patient survived the repair of these areas.